Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6)2021, it was observed that the middle cord on the cordcutter device was bent. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.